Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the empty pump was that the patient no longer needed it. The call was then transferred to another department to obtain more information. The patient wanted the pump explanted. No interventionswere done. The patient¿s weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving unknown drug, unknown concentration at dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient had not used the pump for over 2 years (at least) per the hcp. The pump was constantly alarming and had not been refilled for quite some time (at least 2 years since last refill). They could not find any one to manage patient's pump because they didn't implant or utilize pain pumps for the facilities she had already contacted. The patient was discharged from the practice for "reprimands". It was unknown why patient was discharged per the hcp. The hcp and the practice had sanctions placed on them. The patient was on state insurance so that was another obstacle for the patient locating a hcp to explant the pump as that was what they wanted to do. No medical symptom was reported. No further complications were reported.